Event description:
It was reported that the patient presented with pain in the lower back and bilateral leg pain, numbness of the right foot. The pain is in the central back from approximately l3-4 down through the s1 region. He has limited range of motion secondary to pain with flexion. Patient has degenerative lumbar spondylosis at l2-3 as well as l4-5 and l5-s1 with stenosis. Patient had epidurals 5 and 6 months prior, which gave him no relief. Review of MRI of the lumbar spine noted degenerative changes at l2-3 with disc space narrowing. Good height between the rest of the vertebrae but has mild desiccation present. Very mild stenosis at l4-5. Early modic changes at l5-s1. The patient underwent a plif using an interbody device, rhbmp-2/acs, and posterior instrumentation. Rhbmp-2/acs was packed into the disc space "anteriorly and to the right of the midline and then another strip anteriorly." An unknown time post-op, the patient began to have low back pain and bilateral leg pain and burning. At 723 days post-op, a lumbar myelogram and CT found "new bony proliferation posterolaterally on the left at l5-s1 related to the inter body fusion device at this level which may have migrated posteriorly by a millimeter or two since the prior study. There is some associated mild posterior displacement of the overlying nerve root in the left lateral recess while the exiting nerve root does not appear to be significantly affected. Moderate degenerative foraminal encroachment bilaterally at l4-5 more pronounced on the left where there may be some exiting nerve root contact. There is also moderate degenerative central canal stenosis at l4-5. Persistent degenerative disc disease anteriorly at l3-4 where there is also some normal variation present." At 1260 days post-op, the patient underwent laminectomy and foraminotomy at l4, l5 and s1.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2008, patient underwent a decompressive hemi-laminectomy and posterior lumbar fusion at levels l5-s1 where rhbmp-2/acs was used. Patient's post-operative period was marked by increasingly severe back pain and sensitivity and new burning and shooting pains in his legs and feet. A dorsal stimulator was implanted in patient's back in an attempt to alleviate the pain. Post-operative imaging studies ultimately revealed that patient had developed uncontrolled bone growth and resulting pseudoarthrosis and radiculopathy related to the bone overgrowth at or near where the rhbmp-2/acs was implanted. It is reported on (B)(6) 2011, patient underwent a laminectomy and foraminotomy at the levels l4-s1 to decompress the nerve roots. A lthough, patient was afforded some measure of relief from the pain following surgery, the pain eventually returned. Patient developed cramping and spasms up his back, as well as continued pain and weakness in both his legs. It was reported that on (B)(6) 2012, patient underwent yet another surgery revision surgery to replace the existing hardware and remove the rhbmp-2/acs induced ectopic bone growth at levels l5-s1 impinging on his spinal nerve roots in order to try and relieve his radiculopathy. Since his (B)(6) 2012 revision surgery, patient has had to undergo two additional surgeries to drain seromas and treat a wound infection. Patient still suffers from severe back and leg pain, which prevents him from resuming the activities of his normal life. Patient cannot walk or stand for any reasonable period of time because of the pain and must take significant amounts of pain medication. It is reported that the pain is so great in his legs that he overuses his arms and has actually torn his rotator cuff, which will require surgery. Because patient is unable to exercise due to the pain, patient has gained considerable weight and is now diabetic.

Event description:
At 1263 days post-op, a CT lumbar spine with contrast noted "degenerative changes of the lumbar spine most prominent at the l4-5 level where there is a broad-based disk bulge and facet hypertrophy resulting in moderate bilateral neural foraminal narrowing left greater than right." At 1280 days post-op, the physician noted that "radiographs demonstrated ectopic bone formation on the left side at the l5-s1 disk space behind the cage along with a pseudoarthrosis at the l5-s1 disc space. There was also placement of the l5 pedicle screws through the l4-l5 facet joint. We sent the patient - for bilateral l4-l5 facet injections along with bilateral l5 nerve blocks. We also sent him for a CT myelogram. He comes back today stating that he is 100% better after the injections." At 1352 days post-op, the patient presented for pre-op clearance. The physician's notes state "l5-s1 interbody fusion with posterior instrumentation, 2008. Laminectomies and foraminotomies l4-s1, (B)(6) 2011. Spinal cord stimulator placed 2009, removed (B)(6) 2011." At 1358 days post-op, the patient underwent tlif on the left l4-5 and revision tlif on the left l5-s1 to treat l4-5, l5-s1 stenosis, lower extremity radiculopathy and low back pain. Left iliac crest bone marrow aspirate was used. Per the operative notes, at l5-s1 "there was a portion of ectopic bone lying dorsal to the exiting nerve root, which was excised with a pituitary rongeur." No noted operative complications. At 13 days after the tlif, the patient underwent an I and d to treat a postoperative seroma and hematoma. Deep and superficial cultures were sent to pathology along with anatomic specimen. Size of the lesion was 2x2mm.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
Crescent peek interbody device, cd horizon spinal system. (B)(6). (B)(4).